Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to attempt several troubleshooting steps, including confirming the pump was not plugged into a power source and trying to reboot it by pressing the button firmly, but none succeeded in turning on the display. As a result, a replacement pump was arranged to be sent under warranty while the customer returned the faulty one using a pre-paid label. Meanwhile, customer planned to use multiple daily injections (mdi) as a backup therapy.